Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, operating room staff followed the backup procedure after 319 errors occurred and observed that the dual-console configuration was disconnected. After the caller disconnected the affected console, the system was able to boot without errors. Technical support then confirmed that the system could be used in a single-console configuration and stated that the issue had only been observed on the surgeon console, with staff planning to relay this information to the surgeon. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the sadd to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.